Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 07/16/2013. Device evaluation: on examination, the keypad was intact without damage. On testing, the up and down arrow buttons had normal response. The contrast button had intermittent response and the ok button was unresponsive. The keypad cover was removed for investigation and revealed no evidence of contamination affecting the buttons or the button contacts. The pump was opened for investigation and revealed evidence of moisture contamination throughout the pump, including the electrical components. Complete functionality testing of the pump was not possible due to the moisture damage.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad okay button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.